Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of an incorrectly positioned lens and damaged iol (intraocular lens) by injector however, the attached customer photo confirms the reported issue of damaged lens. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The photo confirms that the iol is damaged; however, because an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during phacoemulsification surgery, while preparing for implantation of iol (intraocular lens) with company injector the plunger incorrectly positioned the lens, which led to the iol being pinched and deformed in the narrow part of the company cartridge, followed by the detachment of a haptic element as the lens exited the cartridge. The surgery was completed on the same day with another unspecified lens with same dioptric power available in the clinic was implanted in the patient. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer's internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.